Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that during the surgery, this product didn't work on high mode from the start of use. And this product could work on low mode at the beginning of surgery, but it came not to work on low mode middle of surgery. Upon receipt of the device and evaluation it was found that there was battery deposits or leakage. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 UDI: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h10. DHR review: the device history record (DHR) for 00515047501 lot number 64274323, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Technical review and physical evaluation: on 13 january 2020, a returned product investigation was performed on the 00515047501. The physical evaluation revealed that the device had a battery terminal that was not properly raked within the battery pack. It was also noted that the battery pack had low voltage, and there was slight corrosion and deformation among some of the batteries. The results of the returned product investigation have confirmed the reported event. Probable cause/root cause: while the returned product investigation confirmed that 00515047501 was not working due to multiple issues with the battery pack, it cannot be determined from the information provided what actually caused the battery pack terminal to not be properly raked or the batteries to rupture. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined there is no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.